Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda is related to a combination of challenging patient anatomy and procedural conditions. The reported difficult advancement is related to challenging patient anatomy (dominant eustachian valve). The reported poor imaging is related to challenging patient anatomy (rotated heart). The reported tr and possible tissue injury are cascading events of the slda. The reported patient effects of tricuspid regurgitation and tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. On the initial report for h6 health effect - clinical code, 4451 was coded and has since been removed. Code 4453 was intended to be coded.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 mixed tricuspid regurgitation (tr), a dominant eustachian valve, short and restrictive septal leaflet, and a rotated heart for a triclip procedure. It was noted that the triclip delivery system was a septal hugger and imaging was impaired due to patient anatomy (rotated heart post surgery). The septal hugger could not be corrected completely, even after one full turn of the l-knob. Steering to the valve was impaired due to a dominant eustachian valve. An xtw was implanted on the anterior and septal leaflets (a/s). Leaflet insertion assessment (lia) of the septal leaflet was not possible due to impaired imaging. Two attempts were performed to optimize the septal leaflet. It was discussed that the lia of the septal leaflet was insufficient, but the physicians wanted to proceed with deployment. Approximately 1 minute after deployment, a detachment of the septal leaflet was observed. Per the physician, the single leaflet device attachment (slda) was due to a short and restrictive septal leaflet, rotated heart, septal hugger, as well as impaired imaging. It was difficult to tell if the septal leaflet was damaged due to poor imaging. Tr was unchanged. The patient was stable, and will be treated with guideline-directed medical therapy.